Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had persistent low flow alarms on (B)(6) 2022. The ventricular assist device (vad) was functioning as intended. Additional information was provided that the low flow events occurred in the setting of high afterload, with mean arterial pressures (map) 90 to low 100's. The low flows were thought to be related to resolving sepsis and afterload.

Manufacturer narrative:
The patient's sepsis has already been reported under MFR # 2916596-2022-14565. Manufacturer's investigation conclusion: review of the submitted log files confirmed seven transient low flow hazard alarms. Although a specific cause for the alarms could not be conclusively determined through this evaluation, the account attributed them to the patient¿s sepsis (refer to MFR # 2916596-2022-14565) and high afterload. The controller event log file contained data from (B)(6) 2022 and (B)(6) 2022, per the timestamps. Seven, transient low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 lvas patient handbook rev. D, are currently available. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient should not have been hypovolemic at the time of the event as he was anuric and had not had dialysis in 2 days so was several liters up.